Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04471. It was reported that a patient presented in clinic with non-sustained right ventricular oversensing. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing and the right ventricular lead displayed unspecified oversensing. Programming changes were made. The patient was in stable condition.